Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had no voice prompts when the lid was opened during a test. During device evaluation, physio-control observed that the device would not complete a boot cycle. There was no patient use associated with the reported event.

Manufacturer narrative:
Follow-up information: physio-control further evaluated the device and observed that the lid reed switch measured shorted. With the reed switch in a shorted position, it would give the appearance of the device not completing a power on cycle. A replacement device was provided to the customer under warranty.

Manufacturer narrative:
Physio-control has initiated a recall for the reported issue on 05/06/2016. Reference correction/removal reporting number 3015876-05/06/2016-002-c.

Manufacturer narrative:
Section of the initial medwatch report indicates: 11/03/2015. Section of the initial medwatch report should indicate: 10/26/2015.